Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button was not working. The customer's blood glucose value was 14.2 at the time of incident. Customer reported that down arrow key was not working. The customer was assisted with troubleshooting and reported that keypad was unresponsive. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the down keypad button was not working. After swapping the boards into another case, the problem resolved itself. After even further investigation, the problem seems to be isolated to the keypad overlay and the button domes underneath. When I took the keypad overlay off, the down arrow worked fine.